Event description:
The customer reported that the ventilator was alarming and would not transition from ac power to battery power. The customer reported the unit was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. During evaluation, the fse reported the battery and ac mains leds were blinking. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications and passed.